Event description:
The reporter stated she received an er1 message 3 times on her surestep meter prior to contacting lifescan. She again received the er1 message while on the phone with the lifescan representative, however, she was using one touch control solution rather than surestep control solution. She indicated that she did not receive the er1 message with a blood test, yet upon retest, the result was "fine". She has not seen the er1 message since using surestep control solution.